Event description:
The homecare provider reported that one of their customers saw a flash inside the unit, some sparks come out, and then smoke exiting where the power cord enters. Reportedly, the customer continued to use the device and said that over a 4 to 5 day period, the performance of the unit declined to the point where it did not work at all. No injury to the pt or user occurred.